Event description:
It was reported that at the implant this device exhibited an error code, thus the device was not implanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated and filed.

Event description:
It was reported that during a follow up visit, this device exhibited an error code, thus the device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up this device exhibited an error code, thus the device was explanted and was expected to be returned. No addtional adverse patient effects were reported.